Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received from the FDA a copy of the customer's sus voluntary event report (foi for manufacturers) which states "rn noted that iron sucrose (colored ivpb) running on a secondary pump backed up past the backcheck valve on the primary tubing set. This incident occurred 4 times during the course of the day with different tubing and on different pts. The tubing was requested and an investigation proceeded."